Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that under filling occurred with bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes. This occurred on 100 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: several physicians and nurses report inadequate suction resulting in an inability to fill the tube with enough blood sample to send to the lab.

Event description:
It was reported that under filling occurred with bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes. This occurred on 100 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: several physicians and nurses report inadequate suction resulting in an inability to fill the tube with enough blood sample to send to the lab.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for low draw volume with the incident lot was not observed. Draw-testing of the customer samples was performed and low draw volume was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.